Event description:
In 2009, the lay-user/patient contacted lifescan alleging a calcode issue with a one touch ultra meter. The patient indicated that the alleged issue started three days prior to contact, at an unspecified time. The patient claimed that a 1/2 hour to an hour after the alleged issue began, he developed symptoms of sweating, nervousness, and feeling desperate. Due to not being able to code the meter, the patient claimed that he consulted with a doctor and received phone advice to take 70 units of humulin insulin and also lantus insulin. The patient denied being tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what actions he took before and after the symptoms developed, and why the doctor advised the patient to take the insulin. In addition, it would have been helpful to know if the patient attributed to the symptoms to high or low blood glucose, and if he still attempted to test with the reported meter although he had an alleged calcode issue. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with a serious injury 0.5-1.0 hour after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.